Event description:
It was reported that the catheter (patient) connector of a peritoneal dialysis (pd) transfer set ¿came apart¿ (disconnected) from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The adapter was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.